Event description:
Following insertion of the intraocular lens (iol), the surgeon noted the haptic was bent and the lens itself was "broken". The incision was enlarged to accomodate removal of the iol. Additional information has been requested.